Event description:
The article, ¿a challenging interventional procedure: transcatheter closure of tubular patent ductus arteriosus in patients with pulmonary hypertension¿, was reviewed. The article presents a retrospective, single center study that evaluated the characteristics of transcatheter closure of tubular ducts with pulmonary hypertension. Devices included in this study were starway medical cardiofix duct occluder, abbott amplatzer duct occluder (ado I and ado ii), abbott amplatzer vascular plug, abbott amplatzer muscular ventricular septal defect occluder, abbott amplatzer piccolo. The article concluded tubular ducts are highly associated with pulmonary arterial hypertension, and transcatheter closure of them is still challenging despite the developing device armamentarium. Although ado I or similar devices are widely used, off-label devices are usually needed at increasing rates. The avp ii device is unsuitable for short tubular ducts but seems the best option for long ones [the primary and corresponding author is ilker kemal yucel, department of pediatric cardiology, university of health sciences dr. Siyami ersek thoracic and cardiovascular surgery training and research hospital, istanbul, turkey, ilkerkemalyucel@yahoo.com] the time frame of the study was from 2005 to 2022. A total of 73 patients were included in this study. The average age was 1.93 years, the average weight was 8.83 kg, and the average gender was male. Comorbidities included pulmonary arterial hypertension, heart failure, and patent ductus arteriosus (pda).

Manufacturer narrative:
It was reported that 73 patients underwent transcatheter closure of tubular patent ductus arteriosus in patients with pulmonary hypertension with abbott amplatzer vascular plug between february 2005 and may 2022. The average age was 1.93 years, the average weight was 8.83 kg, and the average gender was male. Summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities, pulmonary arterial hypertension, heart failure, and patent ductus arteriosus (pda). Some of the complications reported were protrusion to the aorta, residual shunt, surgical intervention, and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or individual patient information was received for analysis.na